Manufacturer narrative:
Continuation of d10: 4965-35 lead; implant date: (B)(6) 2004  b3: date is approximate. Month and year are confirmed valid. B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing. The right atrial (ra) lead was noted to be possibly over sensing also, as atrial tachycardia/atrial fibrillation (at/af) episodes were noted. The rv and ra leads remains in use. No patient complications have been reported as a result of this event.